Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open cardiothoracic surgery, the surgeon was treating the needle as a pop off and the needle broke as a result of pulling it off of the suture strand with needle driver instead of cutting it off. The surgeon thought they retrieved all pieces of needle and continue with new strand, however a tiny part of the needle was found on a subsequent unrelated x-ray 5 days later.